Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, device was underweight, and red particles on the surface of the shell and gel. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on the posterior side assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Event description:
Patient reported right side rupture. Healthcare professional confirmed right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.

Event description:
Healthcare professional confirmed right side rupture.